Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the error log, and the error pointed to the endoscopic camera manipulator (ecm) use counter limit having been exceeded. The fse reset the use hour meter. The other error pointed to the set up joint (sujc) axis 1 potentiometer. The fse recalibrating the sujc which solved the issue, and the system came back to normal. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon contacted dvstat to report an issue. The system reported an error. After power cycling the system three times, the issue remained. The surgery was converted to a traditional laparoscopic approach due to the device error, which persisted after three power cycles of the system. It is unknown whether port incisions were increased, additional ports were placed, or if the patient tolerated the conversion. No patient injuries were reported, and the impact of the event on the patient's health is unknown. The system was inspected before use, and the error was noted during setup.